Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The slide lock was disengaged. There was no blood present in the tube/ device. The tension spring and tether were loaded in the delivery tube with the tension spring partially extended and seal fully extended outside of the tube. There were no visible signs of delamination. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.5 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. There was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger. It was not usuable because one side of seal was out of from the expected area. After replacement, there was no problem.

Manufacturer narrative:
On (B)(6) 2016 09:14 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
On (B)(6) 2016 03:57 pm (gmt-5:00) added by (B)(6) ((B)(4): the hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. On (B)(6) 2016 11:59 am (gmt-5:00) added by ((B)(4)): there was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger it was not usable because one side of seal was out of from the expected area. After replacement, there was no problem.